Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a foot procedure the core universal driver was running without user activation. It was reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of unintended activation was not duplicated. Upon disassembly, the technician found that the sockets were corroded and there was flex strip damage, which may have contributed to the reported event.

Event description:
It was reported that during a foot procedure, the core universal driver was running without user activation. It was reported that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.